Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis the sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment at this time was not reported. One month later, the patient experienced ongoing symptoms of abdominal pain, cloudy effluent and irritated peritoneum and the peritonitis event was ongoing. The patient was treated at this time with vancomycin and ceftazidime (dose, frequency and route not reported). It was reported the patient did not show any response to treatment. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis due to the irritated peritoneum. Treatment with vancomycin and ceftazidime was ongoing and the patient was recovering. Additional information is not available.